Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
During troubleshooting for a related complaint file, the home patient (hp) stated he had water come out of top of patient line which indicated the line was primed. The technical service representative (tsr) explained to the hp that he should check the entire line for any air bubbles that may be down the line. The hp stated he checked and wanted his machine swapped. The tsr arranged for a swap. The hp confirmed to use manual supplies per his nurse (rn). On (B)(6) 2010 product surveillance spoke with the home patient (hp) who stated he was doing fine with therapy. No additional information is available regarding the reported event.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of an overprime. The reported condition was not confirmed due to lack of product sample. Batch review was performed with no issues noted. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.